Manufacturer narrative:
1. DHR/bhr review (lot#5286754): 1) this batch of products were assembled at intima ii auto line 4 in oct 2025 and packaged at r245 package line in oct 2025. Work order quantity was (B)(4). 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 4) the catheter batch used in this batch of products is 5262378. Review the incoming inspection results, no abnormalities. 2. The customer returned six photos but did not return the actual complaint unit. The photos show that the specification is 24g. No raw material defects were observed on the catheter surface, no obvious deformation of the catheter was noted, and the fracture surface of the catheter appeared relatively smooth. 3. Take a retained sample of this batch to conduct the relevant functional tests of the catheter: 1) 45-psi leakage test was carried out, and no leakage was found at the catheter. 2) catheter pull force test was performed (to simulate the human environment, the sample was soaked in warm water at 37 ° c for 72 hours before testing), and the test result was within the product specifications. 4. Cause analysis: 1) if the break had occurred before the intravenous catheter was used, it would have been exposed to air immediately after puncture, which would inevitably have caused leakage and been detected promptly. Considering that the hospital only noticed the abnormality on the third day of use, this indicates that the catheter was in good condition before use and during the first two days of use. 2) according to the inspection of the catheters related to this batch of indwelling needles, including incoming inspections, manual cutting inspections, process inspections, and outgoing inspections, no abnormalities were found. Additionally, since there are no complaints about catheter breakage from other hospitals regarding this batch of indwelling needles, it indicates that the quality of this batch of products is normal. 3) the catheter fracture surface appeared smooth, with no obvious deformation or whitening, indicating that the catheter did not break due to external pulling forces, but was likely damaged by an unknown sharp object, leading to the break. Previously conducted simulation tests (in which the tubing was clamped or punctured and then subjected to tensile loading until fracture) showed that the tubing exhibited plastic deformation, whitening discoloration, and reduced wall thickness. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found in the process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Based on the analysis of the residual catheter tubing condition shown in the returned photos, the catheter fracture is suspected to have been caused by an unknown sharp object. As the complaint unit was not received for further testing and analysis, the root cause of the catheter fracture could not be determined to be related to product quality. The plant will continue to track and trend for this issue.

Event description:
No additional information is available.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
During use, the catheter broke off inside the body. One unit was affected; the sample cannot be returned, but photos can be provided. A green claim is required, along with a complaint response letter and a complaint acknowledgment letter. Dear colleagues, following communication with the client: this complaint involved a 71-year-old patient diagnosed with a pulmonary mass. The catheter was inserted on (B)(6) 2026, at 14:40. Around 9:00 am on (B)(6), while administering an IV infusion, redness was observed at the insertion site. The catheter was subsequently removed and reinserted; upon peeling back the transparent sheath, it was discovered that the distal segment of the catheter was missing. An ultrasound examination indicated that the catheter was suspected to be inside the patient¿s upper arm. After consulting with the vascular surgery department, the hospital client reported that the patient declined vascular intervention to retrieve the catheter. The patient has since been discharged. This morning (tuesday, (B)(6)) at 10:40, we received a call from the hospital¿s spd. We arrived at the hospital at 12:00 to handle the matter on site with the medical equipment department and the spd warehouse. After inspecting the physical item, we took photos (attached). At 12:30, following confirmation by the medical equipment department and the spd warehouse, we contacted nurse manager jin of the relevant department by phone to discuss the details as described above. The hospital¿s medical equipment department has already notified all departments to recall this batch of indwelling needles and has requested that the hospital¿s bd supplier return them and replace them with a brand-new batch; further actions will be determined after receiving the test results. Meanwhile, the hospital has requested a third-party inspection, and the hospital will report this as a national adverse event. Confirmation of information is as follows: were any samples returned? Samples can be sent directly to the testing facility via courier after hospital confirmation, or we can collect them on site. Was the puncture successful on the first attempt? Were there any abnormal resistance, retraction, or adjustments during the procedure? The puncture was successful on the first attempt; no abnormalities were noted. Did any abnormalities, such as leakage or pain, occur during the indwelling period from (B)(6) to (B)(6)? None. The patient is a 71-year-old woman receiving bid IV therapy, with only one infusion daily around 3:00 pm. She was admitted on (B)(6) and discharged on (B)(6). The indwelling needle was placed in the forearm, approximately 8¿10 cm from the elbow joint; is there complete catheter care documentation for the indwelling period from (B)(6) to (B)(6)? No abnormalities in catheter maintenance; all records were normal was the dressing removed after noticing an incomplete catheter or redness/swelling, or were abnormalities discovered after removing the dressing? After noticing redness and swelling at the puncture site, preparations were made to replace the catheter. Upon removing the transparent dressing, the catheter fell out on its own; the adhesive film and tape were intact with no damage what is the patient¿s current condition? The patient was discharged on (B)(6). Following consultation with the vascular surgery department, the catheter was left in place, and the hospital informed the patient that an informed consent form had been signed.